Event description:
A caller reported an error with their continuous glucose monitor, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. Following the reset, the error did not recur, and the caller successfully started their sensor session.